Manufacturer narrative:
Initially ( ischemia ) this was reported incorrectly under the impella cp under mrn report # 1220648-2025-46878. The sn and UDI of the device is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed to support the patient admitted in with st-segment elevation myocardial infarction. The pump was placed and the patient transferred to the tertiary center for escalation and coronary artery bypass graft (CABG). The patient had ischemia at the access site which was relieved by removal of the 14fr sheath and repositioning the pump.